Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files revealed low flow alarms (medium priority alarm) logged on (B)(6) 2017. This kind of alarm occurs if the patient average flow drops below the alarm setting. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed hairline cracks surrounding power port one (1) and power port two (2). An internal visual inspection did not reveal fluid ingress. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the patient experienced a low flow alarm. The controller (con300395) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files revealed shows low flow alarms (medium priority alarm) logged on (B)(6) 2017. This kind of alarm occurs if the patient average flow drops below the alarm setting. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Based on log file analysis, the low flow alarms are likely patient related and not due to a device malfunction. Note: the controller, (B)(4) contained the smr software. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As stated in the instructions for use (IFU), a "low flow" alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. The IFU and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator due to a low flow alarm of 1.1 liters/minute. The patient was asymptomatic. In the dorsal position with legs raised the flow increased to 1.2 l/min. The patient was advised to drink fluid and after 30 minutes the flow increased to 1.6 l/min. The patient then changed the controller and the flow went back to normal readings of 4.9 l/min.  No patient complications have been reported as a result of this event.